Manufacturer narrative:
Returned device analysis confirmed the reported dilator leak. Additionally, the dilator y connector rotating valve at the white shaft was observed to be bent. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported dilator leak and observed bent rotating valve appear to be related to a potential product quality issue. Therefore, this complaint was added to an exception. This issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during system preparation of a steerable guide catheter (sgc), solution was leaking from the rotating hemostatic valve (rhv) closer to the shaft of the dilator. The device was not entered into the anatomy and a replacement was used to complete the procedure. There was no patient involvement. No additional information was provided.